Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient experienced shocking. They had turned the device on and up and it felt like their leg was being electrocuted, it was shocking and painful. Patient stated they didn't know how to turn the ins off, but they did turn it down and that stopped the shocking and they hadn't used it since. When clarified it sounded like the patient left the ins on, but they hadn't used the patient programmer since. This occurred about 4 years prior to the report. The patient was calling to report that they couldn't get the numbers to come up. Patient tried connecting the patient programmer to the ins with the antenna and reported poor communication. Troubleshooting did not resolve the poor communication. There were no allegations of therapy loss due to ins implant date, but it was recommended to have the ins checked prior to sending a replacement patient programmer. No further complications were reported or anticipated.